Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) tripped elective replacement indicator (eri) and then tripped end of life (eol) just less than one month later. The patient reported to the clinic that tones were heard coming from the device. Eol was reached due to charge time while still in middle of life. The health care provider reports this device will be revised. The patient has had no adverse effects as a result of this and has not required any shocks. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
All available evidence shows this device remains implanted at this time. When the device is explanted a request will be made for return so it can be analyzed. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.